Manufacturer narrative:
Per the tandem user guide: "check your pump¿s settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult your healthcare provider as needed." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer required assistance from spouse in consuming orange juice and a scoop of sugar to address the bg. Customer updated their pump settings to address the event.